Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: the pump was returned with all of the keypad buttons responding properly. There was no contamination found on the button contacts. The alleged issue could not be duplicated. Unrelated to the initial allegation, there were lines in the display screen. Moisture was observed in the battery compartment and on the internal components of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.